Manufacturer narrative:
Initial reporter facility name : should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter in the filter of a revaclear 400. This issue was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.